Manufacturer narrative:
The device has been requested by baxter quality management for evaluation, but has not yet been received. Should the pump be received for evaluation, a follow-up report will be filed upon completion of the evaluation or if add'l info becomes available. The 16:310:867:0002 is due to a software "mailbox", that stores temporary data until it can be processed, becoming filled. The issue identified has been reproduced in our facility with user interface software versions 5.09.90 and 6.13.90. Preliminary analysis indicates that this issue occurs on triple channel devices, during user programming, with three channels infusing, in specific use case scenarios. Analysis of field info and the data, event logs and the issue investigation have not shown that the issue will occur on previous software versions in the same use case scenario. There is no evidence that this can occur on single channel devices. Root cause investigations are continuing. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
A baxter representative reported that the facility reported failure code 16:310:867:002, on an upgraded colleague pump, during infusion of epinephrine, milrinone, and propofol on a post-operative heart transplant pt. The pt was in the operating room and the pump was plugged in at 12:45. At 1405, all 3 channels had failed and the medications were not delivered until the pumps were switched out. The pt's blood pressure had dropped by 40 systolic. The risk manager did not have any add'l info regarding pt demographics and medical history at this time.